Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture. The ECG showed the patient's intrinsic rate below the programmed rate. The patient stated that she had gone through an eas system and felt lightheaded for about ten minutes. The device was reprogrammed using the nominal button which restored capture.